Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The fracture surface of the lock body shows concentric progression marks surrounding a small instantaneous zone that is consistent with a rotating fatigue failure. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted january 18, 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. During the procedure, while the surgeon was unscrewing the impactor, the locking mechanism fractured. The procedure was completed with no injury to the patient nor a delay in the surgery. Radiographs confirmed that no foreign body was retained.